Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having a non-curonix device implanted and migration have been ruled out as potential causes. However, the patient was implanted in an off-label location. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-30200 rev 7, "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. The cause of the reported issue is due to off-label use as the device was implanted in the craniofacial region (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain and restricted movement in their neck. A revision procedure was performed on (B)(6) 2024 where the devices were pulled free from the tunneling in the neck and tunneled within the head. The power index on the transmitter was lowered and the patient will follow-up in clinic on (B)(6) 2024.